Event description:
It was reported that the patient was receiving 24 hour bags of cytarabine. On 3/6 a new bag of cytarabine was documented as given on the medical administration record at 1923. On 3/7 this bag of cytarabine completed at approximately 1555. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.